Manufacturer narrative:
The customer reported that the multigas unit will not measure gas during patient use. The customer also reported that no error message was generated when the issue initially occurred. No harm or injury was reported. The customer will be sending the unit in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multigas unit will not measure gas during patient use.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, customer at (B)(6) reported the multigas unit (gf-210ra sn: (B)(6) ) would not measure gas. Service requested / performed: repair investigation summary: serial numbers (B)(6) have version 2 of cd-314p. These units require a firmware upgrade. The root cause of the error message on serial number (B)(6) was due to a design change flaw which caused pumps with new/different specifications to be used in manufacturing. CAPA 19-016 has been opened to address the issue and is in progress. Disposition of complaint: tracking and trending will be conducted as part of CAPA 19-016 effectiveness check as well as during quarterly qa review.

Event description:
The customer reported that the multigas unit will not measure gas during patient use.